Manufacturer narrative:
Device passed the displacement test, rewind test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device also passed the delivery accuracy test test at 0.08765 inches. Device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify absence of occlusion alarm/no delivery alarm during the basic occlusion test and occlusion test due to prime anomaly and motor error alarm. Device uploaded properly using care link. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed high pressure test. Customer stated that the insulin pump passed displacement test and self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.